Manufacturer narrative:
Device implanted successfully. No problem reported with use of device. Deep vein thrombosis is a known risk with venous embolization. Device was not explanted.

Event description:
Patient treated with mmc-122 embolization device for venous insufficiency on (B)(6) 2015. Deep vein thrombosis diagnosed on (B)(6) 2015. Patient given warfarin and followed for two weeks. No permanent impairment.